Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00121.

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 39.2 cm and 43.8 cm from the hub, kinked in the proximal shaft approximately 46.3 cm from the hub, and ovalized in the distal shaft approximately 13.8 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace and velocity were stretched. Evaluation of the returned devices revealed the 5max ace was fractured, kinked, and ovalized, and the velocity was fractured and kinked. This type of damage typically occurs when a device is improperly handled during removal from packaging or use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter and a velocity delivery microcatheter. During the procedure, the physician was using an ace catheter and a velocity coaxially with a solitaire device. The physician felt friction while retracting the velocity into the ace catheter. Both devices were removed together and the catheters began to become elongated. The devices were successfully removed from the patient and the procedure continued using all new devices. There was no report of an adverse effect on the patient.